Event description:
Use of product resulted in acute dermatologic reaction and allergy. Blistering and skin loss. Dose or amount: 1 df dosage form. Route: topical. Therapy start date: (B)(6) 2017. Therapy end date: (B)(6) 2017. Diagnosis or reason for use: wound closure.